Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a failed rear case. The reported condition was verified. The device was found out of specification in relation to the customer reported 'no sound' which was reproduced during evaluation. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. There was no known patient injury or medical intervention associated with this event. No additional information is available.